Event description:
At 0631, a fingerstick glucose was performed on a hosp pt. The meter result was <20, with 20 being the MFR's lower linearlty limit. A venous glucose sample drawn 47 minutes earlier was 176. This caught the attention of nursing unit staff who reported it to the point-of-care specialist. Upon review, a corresponding result of >600 (the MFR's upper linearity limit) was found in qcm3, abbott point-of-care glucose software. Subsequently, a report was generated to the nursing unit of >400, established linearity limit. The incident was reported to abbott technical support. Upon completion of hosp's investigation, the meters will be returned to abbott for replacement.